Event description:
The customer reported that when the generator was turned on, an alarm occurred and the generator failed to activate. Although they tried several times, they were unable to activate the generator. The procedure was completed with another generator. The event occurred during preparation for the procedure and before using a needle electrode on the pt. There was no pt harm.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.